Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 7:50 pm, the meter result using test strip lot 56561321 with expiration date 31-may-2023 was 7.4 inr. At 7:52 pm, the meter test was repeated with test strip lot 57790222 and the result was 4.6 inr. The customer's therapeutic range is 2.0-3.0 inr with a testing frequency of every 2 weeks.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The reporter's meter and 2 test strips from one of the requested test strip lots (57790222) were provided for investigation where they were tested using retention controls. The test strips with lot 56561321 were not returned. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr, qc 2: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The results alleged by the customer were observed in the meter¿s patient result memory. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.